Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) disconnected from the luer lock and the tubing during use. The following information was provided by the initial reporter: "we have had a few 5fu pumps disconnect at home by the patient using the phaseal locking injector. Customer provided response: please verify where the disconnection is occurring, between the injector and luer connection of the tubing? Between the injector and connector? -- the locking injector and the tubing."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.